Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results, poor barrier separation, or hemolysis were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results, hemolysis, poor barrier) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy for analytes tested. Evaluations for hemolysis and complete barrier were also unconfirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review indicated this complaint was the 1st complaint received for the indicated failure modes on this lot number. See h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the gel and hemolysis issues after use, resulting in "abnormally low" electrolyte readings. The following information was provided by the initial reporter: "specifically we are having hemolysis and the gel is coming apart. It¿s resulting in abnormally low electrolytes." "Customer said they get 1-4 hemolyszed/por gel formation specimens per week (out of 50-100), all coming from one ob/gyn account. The phlebotomist there uses primarily 23g wingsets and supposedly has been trrained in proper procedures. The issues started about 45-60 days ago. We reviewed possible causes of hemolysis, including not filling tubes completely, overly aggressive mixing, failure to centrifuge within 2 hrs. Stan felt they had enough expertise to investigate on their end. We then discussed possible reasons for poor gel separation, including shipping/storage conditions and failure to centrifuge for the correct time/speed. Stan believed the specimens are centrifuged for 15 min at 3,200 rpm. I discussed rcf vs. Rpm; he will see if the centrifuge reads rcf, or will give me the make/model. I asked him to check whether it's a fixed-angle or swinging bucket, and when it was last calibrated as well. Suggested they swap out the centrifuge if they have another one available. Customer admitted that high temperature storage conditions may be a problem. I asked him to check to see if they can use any other red-top/gold-top tubes that haven't been stored in a hot area instead, and asked if they'd like a new lot shipped to them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had poor barrier separation of the gel and hemolysis issues after use, resulting in "abnormally low" electrolyte readings. The following information was provided by the initial reporter: "specifically we are having hemolysis and the gel is coming apart. It¿s resulting in abnormally low electrolytes." "Customer said they get 1-4 hemolyszed/por gel formation specimens per week (out of 50-100), all coming from one ob/gyn account. The phlebotomist there uses primarily 23g wingsets and supposedly has been trained in proper procedures. The issues started about 45-60 days ago. We reviewed possible causes of hemolysis, including not filling tubes completely, overly aggressive mixing, failure to centrifuge within 2 hrs. Stan felt they had enough expertise to investigate on their end. We then discussed possible reasons for poor gel separation, including shipping/storage conditions and failure to centrifuge for the correct time/speed. Stan believed the specimens are centrifuged for 15 min at 3,200 rpm. I discussed rcf vs. Rpm; he will see if the centrifuge reads rcf, or will give me the make/model. I asked him to check whether it's a fixed-angle or swinging bucket, and when it was last calibrated as well. Suggested they swap out the centrifuge if they have another one available. Customer admitted that high temperature storage conditions may be a problem. I asked him to check to see if they can use any other red-top/gold-top tubes that haven't been stored in a hot area instead, and asked if they'd like a new lot shipped to them."